Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that less than 24 hours post implant, the patient pump rate dropped to 43 bpm despite being pre-set to a fixed rate of 65 bpm and patient output decreased from >4 ipm to 3 ipm. The patient was temporarily hand pumped by the hospital staff and the system controller was changed to the back-up with no change in pump rate. The patient was reported to be unstable and pressors were administered for low pressure, low flow and poor hemodynamics. Approximately one hour later, the patient was placed on pneumatic support using an ip console and stroke volume limiter (svl). Pneumatic support was set to 80 bpm with cardiac output of 5.2 ipm.

Manufacturer narrative:
The patient remains on pneumatic support. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.